Event description:
It was reported the pt ((B)(6)) received a communication error and was unable to establish communication between the ipg and external devices. In addition, the pt was no longer receiving stimulation. The ipg was removed and replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.